Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using apidra brand insulin. Tandem technical support educated the customer this is off label insulin use. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.